Event description:
It was reported that the intra-aortic balloon (iab) was inserted "with nothing abnormal found." After insertion, the patient was in the cath lab and "under x-ray it was found that the balloon was not fully inflated during pumping." The md removed the iab and found that "the balloon functions normally with hand inflation using a syringe." The md did not insert another iab and "the problems were solved."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.